Manufacturer narrative:
Product analysis: analysis determined that there was excessive corrosion and liquid damage to this programmer; the unit will be scrapped. Lower hinges worn out. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.